Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at 360.5 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that an alarm was heard and confirmed by telemetry. Pump logs were checked and it was noted end of service occurred. The hcp was then able to successfully shut off the pump. No symptoms were reported. The event date was noted to be (B)(6) 2017. The serial number of the physician programmer was unknown. There was no malfunction related to the eos alarm. The pump was stopped and the family declined a change. No further complications were reported or anticipated.